Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspecition, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan on july 24, 2006, and alleged that his one touch ultrasmart meter was reading inaccurately erratic. The medical affairs specialist reviewed the recorded telephone call in order to classify this complaint. The patient provided results from the reported meter's memory ranging from 94 mg/dl to 302 mg/dl, performed within 10 minutes of each other. He further reported that three days earlier, around 9:00 pm, he tested on the subject meter with a result of 91 mg/dl (no symptoms experienced at this time). He then ate honey and started having convulsions and was "scared." He tested during experiencing the convulsions and received a result of 91 mg/dl again. He retested again with a result of 302 mg/dl. The patient called the ambulance and was taken to the emergency room. At the emergency room, his blood glucose level was tested with a result of 219 mg/dl. He was not given any treatement or intervention at the hospital. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. However, it was discovered that the patient was not cleaning the puncture area correctly. He did not have control solution, and therefore a quality control check could not be performed. This complaint is reported because the reported meter's results did not correlate with the symptoms experienced at the time of concern. A replacement meter, control solution, and test strips were sent to the lay user/patient.